Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Customer¿s blood glucose was below 46 mg/dl due to active morning, and treated with carbs. Customer reported that the pin that holds the clip on insulin pump is coming out. Customer declined troubleshoot for low blood glucose. The pump will not be returned for analysis.